Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device, and the additional event information and medical history. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot. An alpha I pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation, with abrasion adjacent, on the exhaust tube of cylinder 2 near the strain relief. Testing revealed this to be a site of leakage. Partial separations within abrasion were noted on all pump tubes. Testing revealed these to not be sites of leakage. No functional abnormalities were noted with the pump or cylinder 1. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then may have caused the exhaust tube of cylinder 2 to be kinked onto itself for a period of time. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the exhaust tubing at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. No "damage" was noted on either cylinder bladder. Both cylinder bladders had surface crazing on them, which is characterized by a frosty appearance due to environmental stress. This condition is caused by various, but unknown, external factors. There was no failure of the cylinder bladders due to the surface crazing noted.

Event description:
The device was explanted and replaced.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, fluid leak, damage on cylinders.